Event description:
The current of the right sided lead was less than 15 microamperes, indicating an open circuit. Therapy impedances for the right sided lead were greater than 400 ohm measured at 2.5 volts. Exhaustive impedance testing revealed invalid impedance measurements for some bipolar pairs. All other bipolar impedance measurements were normal. Stimulation status and symptom suppression information was not available. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.

Manufacturer narrative:
Invalid impedance measurements and low current, cause not specified.